Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin 2 grams every five days (route and duration not reported) and injection fortum 1 gram once daily (route and duration not reported) to treat peritonitis. On an unreported date, the patient was recovered from the event peritonitis and the fluid was clear. Dianeal therapies were ongoing. No additional information is available.